Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call they the insulin pump is having recurring no delivery alarms. Customer's blood glucose was unknown at the time of the incident. Customer declined troubleshooting on recurring alarms. Customer was advised to discontinue using the pump and revert to back up plan per health care professional. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. (B)(4).